Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform the displacement test due to the motor error alarms.

Event description:
The customer called to report a motor error alarm during the prime process. The insulin pump was not exposed to a high magnetic field. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.